Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced vision is not clear, can't drive at night due to halos, dry eyes , scratchy, headache. The patient had yag ( yttrium aluminum garnet ). There are two medical device reports associated with this file. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information provided in h.6. Correction: on initial MDR the method code should have been b20 instead of b17. The product investigation could not identify a root cause. The lens remains implanted. It is unknown if qualified products were used. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file states the patient has had a previous yag procedure. The consumer was advised to speak to surgeon regarding issues they are experiencing or seek a second opinion. Company is unable to provide medical advice or recommendations. Consumer was asked to contact company should additional details become available. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.